Manufacturer narrative:
(B)(4) evaluation results and conclusion: (migration). (Disease progression; neck/vessel dilation).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient had been non-compliant with follow-up visits for 8 years when it was discovered that the stent graft had migrated approximately 8 cm on the proximal end. The stent graft had migrated approximately 2 cm in the right iliac, and 1.5 cm in the left iliac. There was a proximal type I endoleak, and the proximal end of the stent graft had fallen into the aneurysm sac. There was also a distal type I endoleak in the right iliac. The physician commented that the cause of the migration and endoleak was likely disease progression with dilatation. A secondary intervention was performed, implanting endurant 323249 and 323270 aortic cuffs proximally, and an endurant 1610156 distally in the right iliac artery. The endoleaks were resolved. No additional clinical sequelae were reported, and the patient is fine.